Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned together with a torque device attached. The device was inspected looking for the coating issues reported by the customer and the surface looked in good condition with some possible blood residues on its surface. Post decontamination, the surface of the device was visually inspected again. The distal tip of the guidewire was found kinked, however, no peeled sections were found. The guidewire body showed some peeled sections; they were located on the proximal end where the torque device is commonly used. Besides, some blood residues were found on the guidewire surface. The torque device was inspected and no damages were found; however, it was disassembled and it showed inside some residues (debris) of the guidewire coating. Most of them were located in the metallic collet. No more damages were found in the device. The overall length, outer diameter of the distal tip, middle of the device and proximal secrion were within specifications.

Event description:
It was reported that coating issue were encountered. The target lesion was located in the liver. A 135cm transcend guidewire was selected for use. However, during procedure outside the patient, when physician attempted to shape the distal tip 3-4 times, it was noticed that the coating of the distal tip peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that coating issue were encountered. The target lesion was located in the liver. A 135cm transend guidewire was selected for use. However, during procedure outside the patient, when physician attempted to shape the distal tip 3-4 times, it was noticed that the coating of the distal tip peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.